Manufacturer narrative:
Manufacturer's investigation conclusion: the report of alarms and interruption in pump support was confirmed through the analysis of a data log file retrieved from the returned centrimag 2nd gen primary console (B)(4) evaluated under pi-2019-0188100-01) associated with this event. Per the log file, the console was powered on at ~12:06am on (B)(6) 2019. Soon after being powered on the console was captured as operating on battery support. Speed was set to 4200rpm and the system responded as designed. Speed was captured at ~4200rpm and flow was captured at ~5.1lpm. The console continued to support the system as designed until ~12:17am when the console alarmed with flow signal interrupted:f2 and motor disconnected:m2 alarms and both the speed and flow readings dropped to 0. Within 1 minute the console alarmed with a system alert:s3 alarm as a result of an active sf_lmc_supply_5v_motor fault. This alarm cleared on its own soon after, but speed remained at 0rpm until the console was powered down at ~12:21am on (B)(6) 2019. The returned centrimag motor(B)(4) was evaluated and tested by the service depot.. The reported complaint was confirmed during their evaluation. The returned motor was connected to its related 2nd gen primary console (B)(4)evaluated under MFR #2916596-2019-04391) and flow probe (B)(4)associated with this complaint. Upon startup a motor disconnected:m2 alarm became active, reproducing the reported event. This issue was narrowed down to the motor itself. Additional testing of the motor revealed intermittent open connections in the analog ground (agnd) and +5v power lines. Although the root cause of this damage could not be conclusively determined, it appeared to be a result of conductor breakdown due to repetitive bending or twisting of the power motor's cable during use. The defective motor was scrapped. Reports of similar events related to conductor breakdown have been documented and corrective action has been initiated to investigate and address the issue. The returned motor was manufactured prior to the implementation of the CAPA. Similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event is also reported under MFR #2916596-2019-04391. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was being transferred back to patient bed. When moving the equipment back to patient bed, the nurse hears and notices alarm with 0.0 lpm flows on the console. Different nurses checked connections for centrimag (cmag) flow probe, motor, and disposable housing was proper. Felt and visualized the motor and noticed no movement. Dark blood was observed in extracorporeal membrane oxygenation (ECMO) lines. The motor and console was immediately switched to a 2nd generation equipment set. Flow was reestablished, and the patient was not compromised. The second down incident was less than 5 minutes. A perfusionist tested the exchanged equipment. "Pump not inserted: m3" and "system alert: s3" was observed when testing the set. Same alarms appeared when the motor was interchanged with another working motor even when turned on and off.